Event description:
It was reported by the instrument coordinator that the hp052 is not working consistently. It was reported that they are getting solid tones. Another hp052 was used to complete the procedure. There was no consequence to pt.